Event description:
Additional information was received from a manufacturer representative (rep). The device serial number was confirmed, however, it was stated that it was unknown if the device was in the manufacturer's possession when the use by date elapsed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the device was implanted on (B)(6) 2008, with no associated allegation. However, manufacturing records for ins serial number (B)(4) show the use by date of this device is (B)(6) 2008.